Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had invalid impedances on the lead and was not receiving the adequate coverage. Though reprogramming was attempted and was successful in providing stimulation to some areas, the pt was not happy with the results. Follow-up info was received the pt's physician was considering a lead revision to address the issue at a future date.